Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00184 and 3002806535-2011-00186. This report filed (B)(6) 2011

Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2009. Patient underwent revision surgery on (B)(6) 2011 due to unexplained pain. No further complications have been reported.